Manufacturer narrative:
No known intervention was performed medtronic received the following information from a journal article entitled; "single-barrel, double-barrel, and fenestrated endografts to facilitate transcatheter pulmonary valve replacement in large rvot" norihiko kamioka, md, vasilis c. Babaliaros, md, john c. Lisko, md, mph, anurag sahu, md, subhadra shashidharan, md, matthew r. Carazo, md, maan jokhadar, md, fred h. Rodriguez iii, md, wendy m. Book, md, patrick t. Gleason, md, william b. Keeling, md, wissam jaber, md, peter c. Block, md, robert j. Lederman, md, adam b. Greenbaum, md, dennis w. Kim, md, phd jacc: cardiovascular interventions vol. 13, no. 23 https://doi.org/10.1016/j.jcin.2020.08.024. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion, valiant captivia & non-mdt thoracic stent grafts were implanted in patients to test the hypothesis that narrowing the landing zone using commercially available endografts would enable transcatheter pulmonary valve replacement (tpvr) using commercially available transcatheter heart valves. The following malfunction was observed; inaccurate delivery the following adverse events occurred; stent obstruction, embolization & pulmonary insufficiency patient death was also reported due to ventricular tachycardia at post operative day 36, but there is no causal link that a mdt stent graft caused or contributed to these deaths.